Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, distal left anterior descending artery. No resistance was felt during advancement of the 3.0x12 mm nc trek balloon catheter to the lesion; however, inflation of the balloon at the target lesion site was very slow and at 15 atmospheres was only inflated to 30% of the optimum size. The balloon catheter was removed without issue from the patient. A new non-abbott balloon catheter was used to complete the case. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.